Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a gray bar prior to implant which was resolved. However a gray bar was seen on the following day check. It was further reported that the right atrial (ra) lead had dislodged. The ra lead was revised and remains in use. The ipg remains in use. No patient complications have been reported as a result of this event.